Event description:
It was reported that a patient had an infection that started the week prior to the report. He planned to see his healthcare provider when the infection cleared. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Reference MFR. Report #3004209178-2015-01043 regarding other issues the patient was experiencing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).